Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high d-dimer gen 2 result for one patient sample. The initial result was 1065 ¿g/l with a data flag and was reported to the physician. Because the result was not plausible, the sample was repeated in another laboratory on a cobas 6000 c501 analyzer and the result was 286 ¿g/l. A second sample was taken from the patient and tested on the cobas 6000 c501. The results were 323 ng/ml and 242 ng/ml. A third sample was taken from the patient and tested on the cobas 6000 c501. The results were 534 ng/ml and 460 ng/ml. The customer considers the cobas 6000 c501 results to be correct. There was no allegation of an adverse event. The customer performed a patient comparison with the two analyzers and saw that the integra results were systematically higher. The reagent lot number was 29080201. The expiration date was requested but was not provided.

Manufacturer narrative:
Additional information was received that the date of the event was (B)(6) 2018. The investigation was unable to find a definitive root cause. Based on the provided calibration and qc data, a general reagent issue was not suspected.